Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Event description:
During the operation on (B)(6) 2016, I noticed that the stryker femoral locking nail implant system and its related instrumentations, also from stryker, were not working properly. Two medical representatives came from the stryker company to assist with the instrumentation during the operation. Due to the faulty stryker system, the operation took long and resulted in an un-necessary delay in accomplishing the procedure on the above-mentioned patient. In addition, the drill bit of the stryker system also broke inside the nail (inside the patient body), which on several attempts could not be retrieved during the operation. Now to remove the broken drill bit, the patient will need a secondary procedure at a later stage, with an additional costs to the patient.

Manufacturer narrative:
Evaluation revealed the drill, ao, sterile t2 femur and the target device t2 recon to be the primary products. The nail reported (which is still implanted) is considered a concomitant product. Review of the DHR / inspection records for the reported drill revealed no discrepancies; the device was documented faultless prior to distribution. Furthermore, since the instrument had been in use for a longer time (manufactured in february 2015), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. Thus, we exclude deviations in material and manufacturing. Review of the DHR / inspection records for the returned target device revealed no discrepancies; the device was documented faultless prior to distribution. Furthermore, since the instrument had been in use for a longer time (manufactured in august 2011), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. Thus, we exclude deviations in material and manufacturing. An additional review of the device history records of the concomitant item (nail implanted) revealed no discrepancies; the item was documented faultless prior to distribution. On request what actually happened we received the information ¿t2 reco jig was not aligning correctly¿. The functional test performed on the received target device (with sample devices) revealed no discrepancies. All drill holes (recon mode and antegrade femoral mode) were passed by the appropriate drills without contact to the nail. Following the instructions in the ¿t2 recon nailing system r2.0 operative technique¿, decreased targeting accuracy could not be reproduced. The target device is still fully functional. Reasons for metal contact during drilling are various. Potential causes could be e.g.: deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and / or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. Loosening of the connection between nail and nail holding screw (will lead to potential misalignment of nail and drill). No use of drill with centre tip / unfavourable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the targeting arm during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, targeting arm and nail. Guide wire not removed prior to drilling. Originally deflected k-wire. Potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Timely functional check ensures that spare parts can be supplied in appropriate time. All received information including the x-ray provided was forwarded to a consulting hcp for review. His comments: ¿the drill fragment should be removed by pushing it through the bone or the protruding tip at medial should be broken / cut off. The x-ray shows several practical faults: the broken off drill tip shows that the surgeon has drilled much too deep. In addition, the implanted lag screw is approx. 1.5 cm too short. The drill breakage could have occurred because it collided with a guide wire which was possibly not removed prior drilling. It may also have occurred because it collided with the lag screw; the combination of the lag screw implanted (recon mode) together with a drill (broken off) in the hole for the antegrade mode is unusual / not intended. It cannot be excluded that the drill broke outside the nail (hole); this could not be determined with the only provided x-ray in poor quality.¿ the consulting hcp stated in a similar case of a drill fragment remaining in the patient: ¿an intra-operative breakage of a drill is a rare but common complication and well known to an experienced user. It is caused by twisting the drill and too much bending. Breakage caused by material defect is very rare in current manufacturing technology. It is of interest whether a broken part of a drill can be left in the bone or should be retrieved; also in the case that greater harm to the bone would be done. (¿) in absence of a nickel allergy, the material used for the drill (x 90 crmo v 18, 1.4112 or x20crnimos13-1, 1.4197) does not cause any local or systemic incompatibility.¿ based on the above observations, the root cause for the broken off drill resp. For the proximal misdrilling is not linked to a deficiency of the devices. Pre-supposing that targeting accuracy for drilling was confirmed by a pre-operative check, it can be concluded that the event was mainly based in the intra-operative procedure. Nevertheless, the exact cause could not be determined with the information given. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
During the operation on (B)(6) 2016, I noticed that the stryker femoral locking nail implant system and its related instrumentations, also from stryker, were not working properly. Two medical representatives came from the stryker company to assist with the instrumentation during the operation. Due to the faulty stryker system, the operation took long and resulted in an un-necessary delay in accomplishing the procedure on the above-mentioned patient. In addition, the drill bit of the stryker system also broke inside the nail (inside the patient body), which on several attempts could not be retrieved during the operation. Now to remove the broken drill bit, the patient will need a secondary procedure at a later stage, with an additional costs to the patient.